Event description:
3d mammography unit would not complete exposure on patient, error message received. Contacted support and message was dispatched to field engineer. Parts needed to be ordered and unit was down for two full days and one morning until almost around noon. All patients requesting tomosynthesis needed to be rescheduled. Total patients rescheduled: 134.